Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. "Excessive torque can cause the screw to fracture." Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. No return.

Event description:
It was reported the doctor attempted to insert a screw into the bone, it broke and a portion of it remains in the patient.